Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field.\ h.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 305902 batch # 2318924, unknown it was reported that the bd needle sftygld 23x1 rb needle was clogged / blocked. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached issue with 305902, lot 2318924 ¿rn was to administer 80 mg of im methylprednisolone with a 3 ml syringe and a 23 g 1 inch needle. Half of the medication was administered then I met resistance. I retracted the syringe with the needle still attached the medication would not advance, when I removed the needle, the medication would advance through the syringe. I had to administer two separate injections. This also happened on another patient with the same medication and syringe/needle type.¿ additional information provided: 1. Only impact to the patient was that they received two injections 2. No adverse effects from the incident 3. The date it occurred was the date the midas event was placed. I am unable to recall the first patient and we see anywhere that from 90-100 patients a day so it is hard for me to recall the patient information 4. No sample or photo

Manufacturer narrative:
No samples or photos received by our quality team for evaluation. Furthermore, a device history record review was completed for provided batch number 2318924.a review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.